Event description:
The device was used during az lung biopsy. It was reported by the rep during videoscopic lung biopsy four (4) of the endocutters were used and after second firing, the staplers did not cut -cartridges were out of order. There was no consequence to the pt.

Manufacturer narrative:
Results of evaluation: conclusion: based upon the inquiry info received and the visual examination, it was concluded that the instruments were returned non-functional. The instruments were disassembled and were found to have a damaged firing mechanisn. No conclusion could be reached as to how this damage occurred. Comments: some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions.